Event description:
Account states drain was placed in 2001 following an exploratory lap for an obstruction and when the drain was being removed eleven days later. The drain broke at the white perforated area. The pt had to be taken back to surgery.